Event description:
A system error (se) 2240 alarm (air in line) was identified in the log of a returned homechoice device. The event was found during review of the home choice (hc) device. The system error occurred on (B)(6) 2011 at 09:50 in the post therapy drain. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. If the sample is received or if any additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the event logs of the hc device. Not enough data is available within the complaint to identify root cause. The lot number is unknown therefore a batch review was not performed. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).